Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 455 mg/dl. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl. Customer¿s other blood glucose level was 570 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency medical service dispatched, insulin pump, insulin drip and saline. Customer was declined to troubleshoot for high blood glucose level and blood at site. The insulin pump will not be returned for analysis.